Manufacturer narrative:
The catalog number and lot code were not provided in the literature. The device was reported as 42 x 28mm polyethylene component (modular dual mobility x3). It was noted that no additional information is available. Device not available.

Event description:
It was found upon review of a case report: "complete dissociation of the polyethylene component in a newly available dual-mobility bearing used in total hip arthroplasty." An (B)(6) old woman with a pertinent history of dementia presented to the clinic with clunking and instability of a left revision total hip arthroplasty. Post-reduction radiographs showed a femoral head that was eccentrically located in the acetabular shell. The revision tha revealed the metal femoral head was loosely residing inside the metal acetabular component, but the polyethylene component was completely dissociated from the dual-mobility bearing. Additional dissection revealed that the polyethylene component was located within the gluteus maximus. The polyethylene component was retrieved and the femoral head (28 + 1.5 mm articul/eze cobalt-chromium femoral head - depuy, (B)(4)) and acetabular liner were removed. There was no evidence of impingement, but gross examination showed scuffing of the polyethylene component. The acetabular component was well fixed and in the appropriate position. The acetabular component was retained, and a trident constrained polyethylene liner, 0-degree size e (stryker) was implanted with a 22 + 4-mm articul/eze femoral head (depuy) to match the well-fixed depuy stem.

Manufacturer narrative:
An event regarding dissociation involving an unknown 42 x 28mm polyethylene component (modular dual mobility x3) was reported. Conclusion: the reported event indicates a revision surgery in which a 54-mm press-fit tritanium acetabular shell, a 54 42-mm metal liner, a 42 28-mm polyethylene component (modular dual mobility x3), and a depuy cobalt-chromium femoral head were implanted. Based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
It was found upon review of a case report: "complete dissociation of the polyethylene component in a newly available dual-mobility bearing used in total hip arthroplasty." An (B)(6) woman with a pertinent history of dementia presented to the clinic with clunking and instability of a left revision total hip arthroplasty. Post-reduction radiographs showed a femoral head that was eccentrically located in the acetabular shell. The revision tha revealed the metal femoral head was loosely residing inside the metal acetabular component, but the polyethylene component was completely dissociated from the dual-mobility bearing. Additional dissection revealed that the polyethylene component was located within the gluteus maximus. The polyethylene component was retrieved and the femoral head (28 + 1.5 mm articul/eze cobalt-chromium femoral head - depuy, (B)(4)) and acetabular liner were removed. There was no evidence of impingement, but gross examination showed scuffing of the polyethylene component. The acetabular component was well fixed and in the appropriate position. The acetabular component was retained, and a trident constrained polyethylene liner, 0-degree size e (stryker) was implanted with a 22 + 4-mm articul/eze femoral head (depuy) to match the well-fixed depuy stem.